Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed volume test 3 times during preventative maintenance (pm). There was no patient involvement.

Manufacturer narrative:
Received one device. Customer¿s reported problem, failed volume test 3 times, was verified by accuracy testing. The cause is the expulsor. Replaced the expulsor assembly to correct the issue. Cadd legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period d3. Manufacturing plant address, city, zip code: corrected.